Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the customer received the following results on the active system within 10 minutes: 59 mg/dl and 158 mg/dl. No adverse event reported. Return of the suspect device was requested for evaluation.